Event description:
Outpatient laparoscopy performed at outpatient facility. After the procedure, when the dilator that had been used in the case was being cleaned, it was noticed that it had a chip or hole in the tip. At that time the pt had already been discharged. However, the md and his practice rn followed up with the pt after being made aware of event. The pt is doing very well and denied any pain, abdominal distention, fever, bleeding, or discharge. The md & circulating rn were of the opinion that the chip in the dilator was present prior to the procedure (due to a small amount of bleeding noted by the md during the procedure, which was unexpected).manufacturer response (as per reporter) for dilator, hegar dilator:to our sales representative's knowledge this had never occurred before and they would like to conduct testing for qa.